Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced severe hyperglycemia with diabetic ketoacidosis requiring hospital admission, followed by discharge with persistently elevated blood glucose that trended downward after a factory reset of the device. Symptoms included hyperglycemia and dka. Outcomes included hospitalization and subsequent recovery with blood glucose improvement after intervention. Investigation included customer interview and troubleshooting, including device reset and education. Investigation of this case revealed no device malfunction identified during troubleshooting, with cause of the adverse event unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.